Manufacturer narrative:
(B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection revealed leakage from the replacement line. The reported condition was verified. The cause of the condition is likely due to inadequate solvent application during manufacturing due to an operator error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a ¿broken¿ replacement line of a oxiris set during prime. There was no patient involvement. No additional information is available.